Manufacturer narrative:
The pump was received with a blank display due to the battery connector not being plugged in properly to the interface board. Reconnected the battery connector, and the pump was received with normal operating currents. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 126 mg/dl. Troubleshooting for blank display was performed. Customer advised they were eating and attempted to bolus but the device would not let them do anything. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.